Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was 500 mg/dl. The customer also reported their cannula was bent, resulting in their high blood glucose. Customer was unable to correct their blood glucose with a bolus because they were stuck in the rewind sequence. The customer declined to troubleshoot any further. No additional information provided.